Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery performed on (B)(6) 2026, liquid was put into the cement, and the cap was closed and mixing was performed, but the surgeon could not mix them sufficiently because the lever is stiff. The lever could not be pulled all the way and the mixing operation was performed as much as possible. The cement was injected into the syringe kit, but the cement could be injected into only the five 2cc syringes and four 1cc syringes. They did not harden after waiting 25 minutes measured by the cement which could be injected into the syringes. The surgery was completed successfully without any surgical delay using another cement. No further information is available.